Event description:
A us distributor reported that an electrode belt does not communicate with a monitor.

Manufacturer narrative:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. Upon investigation the electrode belt does not communicate with the monitor. This failure was due to a defective u718 component. The root cause for the defective u718 could not be positively identified. There were no adverse events associated with the belt malfunction.